Event description:
It was reported by customer that the top clave connected to the patient port was leaking as port was flushed. Clave had to be changed twice and observed for 15 mins while 5fu pump ran to assess for more leaking. Patient was then discharged additional information received 02 october 2023: leaking involved a hazardous drug spill on the area and the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.